Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 and reported that the cgm was up to 60 points off from the patient's blood glucose meter. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.